Event description:
It was reported that the patient presented via a merlin.net transmission. Review of the transmission revealed the atrial lead exhibited noise. The patient was asymptomatic. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.